Event description:
Event description guidant received information that during a non-invasive programmed stimulation (nips) test, this implantable cardioverter defibrillator (ICD) exhibited ventricular undersensing. Guidant received additional information that this device was in monitor only mode since implant, five months earlier than the nips study.